Event description:
A customer contacted beckman coulter inc (bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range of the assay generated by their access 2 immunoassay system for two patients' samples. The customer performs all accutni patient samples testing in duplicate. Repeat testing of the patient samples produced lower results in the normal reference range of the assay for both patients. There was no death, injury or change to patient treatment with regard to this event.

Manufacturer narrative:
System checks performed on the day of the event passed within instrument specifications. Qc was performed within the customer's established limits on the date of the event. The customer did not indicate they had any sample integrity concerns regarding either patient sample. Bec hotline assisted the customer in troubleshooting and after being unable to detect any issues over the phone, hotline dispatched on site service. The bec field service engineer (fse) observed some dried wash buffer residue on the bottom of the instrument incubator track that the fse felt could result in splashing of reaction vessels as they travel around the incubator track. Fse cleaned out the residue from the incubator track and then replaced the incubator belt that the fse had observed was missing a tab. Fse then performed a passing high sensitivity system check and verified hardware after cleaning the incubator track and after replacing the incubator belt. The fse was unable to determine a definitive root cause. This customer had called bec regarding erroneous troponin (accutni) results generated by this instrument on (B)(6) 2012, which has been documented in MDR#1061932-2012-00943.

Manufacturer narrative:
Bec field service engineer (fse) went on-site and discovered some issues with the incubator belt of the customer's instrument and sent the belt back to bec for further investigation. The investigation determined the cause of this event was the incubator belt. Related MDR: 2122870-2012-00943.